Event description:
The customer stated that she was involved in a hit and run car accident, and feels that the insulin pump is not working properly. The customer had called earlier to report high blood glucose levels. Troubleshooting was performed, and the insulin pump was not programmed correctly. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.